Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The polaris spectra system control unit (scu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). The polaris spectra (psu, product ID: 9733437) was returned to the medtronic hardware analysis team. During analysis, it was determined that the returned psu powered up on the test bench with the amber fault light on. A check of the event log showed a battery voltage low message for the bump detector. Also, the psu failed an accuracy test (aak) at .39 mm with a passing threshold of .35 mm. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The positioning sensor unit (psu) was sent to the vendor for analysis. Vendor analysis found that the fault was confirmed and isolated to a faulty battery. The batteries have been replaced followed by extended volume recharacterization. Unit has also passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was an optical communication failure. The camera log showed the message "battery voltage measured lower than recommended operating voltage." Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that there was an amber led in the camera and no instrument tracking. The customer rebooted the system 3 times, but the problem persisted. The surgery was completed without the use of navigation. There was no reported impact to the patient outcome and it was noted that the suspected probable cause was that there was a camera defect.